Event description:
Have reported problems (such as rashes that come and go, weak, chronic fatigue, arthritis, fibromyalgia, joint pain and pain all over my body and ringing in my head / ears, as well as several problems with the breast implants including itching around right nipple with a discharge, sagging and buckling and you can feel the implants rippling and I have knots around them as well) with several medical professional, and consulted with plastic surgeons. I cannot afford the cost to have them removed nor do I have any health insurance. FDA safety report ID# (B)(4).